Event description:
It was reported intermittent occlusions alarms occurred. There was no adverse impact to the customers blood glucose level. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. However, due to the ongoing alarms the pump was replaced, the customer reverted to an alternate method for insulin therapy.